Manufacturer narrative:
The subject device was returned for evaluation. Initial evaluation of the device found the outer carton is crushed from shipping and handling conditions. The temperature indicator on the foil pouch is turned black (activated) and the nineteen (19) remaining fasteners were bound to the mandrel. As reported the temperature indicator on the package had not been activated prior to use, as such the exposure to elevated temperatures likely occurred during sample return. Internal component evaluation showed no manufacturing anomalies. Based on the sample evaluation and the investigation performed, root cause of the reported event is inconclusive due to poor sample condition. A review of the manufacturing records was performed for the subject lot and found that the lot was manufactured to specification. This is the only complaint reported to date for this manufacturing lot of 780 units released for distribution in (B)(6) 2019. The instructions for use (IFU) supplied with the device states: "the instructions-for-use include with the device recommend the following: 1. Place the tip of the sorbafix¿ absorbable fixation system at the desired location perpendicular (90 degree angle) to the mesh or tissue and apply adequate pressure. Different types of mesh may require different amounts of counter-pressure. Adjust angle and counter-pressure appropriately. 2. Compress hand-piece trigger in a single, complete and uninterrupted stroke to drive an absorbable fastener through the mesh into the tissue. Keep consistent pressure on the tip of the device through the entire stroke. Release the trigger allowing it to return completely to its resting position. Repeat this procedure until all required fasteners are deployed. 3. The fasteners should be placed entirely in tissue and the head of the fastener should be firm against the mesh or tissue in order to achieve the best fixation performance. If the fastener head is not flush in mesh or tissue, use a grasper to fully seat the fastener by turning the grasper clockwise. If the fastener still does not fully seat, use a grasper to remove the fastener by turning the grasper counter clockwise and place another fastener in the same area."

Event description:
It was reported that during a laparoscopic procedure on (B)(6) 2021, the surgeon attempted to fixate a non bard/davol mesh with a bard/davol sorbafix enhanced fixation device with appropriate counter-pressure. As reported, the device was fired 11 times, but the fasteners did not successfully fixate. It was reported that the indicator was not black prior to use. The procedure was completed using another fixation device. The surgeon is a new user of the sorbafix enhanced fixation device. There was no reported patient harm/injury.